Event description:
It was reported that the patient's rhythm was quite irregular. The right atrial lead had low p-waves and the threshold was high. The atrial lead was programmed off so that ventricular sense response would always function as opposed to intermittantly function due to missed atrial signals. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.